Manufacturer narrative:
(B)(4). The pcf (product complaint form) indicates x 2 that no intervention was required. However, a skin puncture was made to remove device. Patient condition reported as fine.

Event description:
The customer reports that after cannulating patient's right basilica vein, was unable to advance wire into axillary vein. The needle was removed, but unable to remove the wire. Patient sent to interventional radiology and x-ray showed wire to be knotted. Wire removed by ir consultant. A new PICC placed 3 days later.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports that after cannulating patient's right basilica vein, was unable to advance wire into axillary vein. The needle was removed, but unable to remove the wire. Patient sent to interventional radiology and x-ray showed wire to be knotted. Wire removed by ir consultant. A new PICC placed 3 days later.